Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
As this was a revision case, the surgeon used this driver to remove a screw which was previously implanted. During removal, the tip of the driver broke and the piece remained stuck in the screw. Perhaps the tip broke as the screw was difficult to remove/unscrew surgeon was able to remove the screw using pliers. Remaining screws removed with a second similar driver already in their set. Revision of lumbar spine fusion.